Manufacturer narrative:
H3 other text : philips remote support only.

Event description:
The customer reported that there was no sound coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.per the field service engineer, the central station was repaired remotely where the speaker cable was not attached, therefore reattached and the central station worked as designed.

Event description:
The customer reported that there was no sound coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).